Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was in the hospital with chest pain. It was reported that multiple tests were performed and it has nothing to do with the patient¿s heart or cardio, and the patient¿s vitals are fine. The patient stated they have a really sharp shock on their left side of their chest. It was reported that the patient had hip surgery and was in a rehab center when they were transferred to a hospital a few days prior as they were complaining about their chest pain. It was reported that the friend or family member of the patient was already in contact with the patient's healthcare provider about the issue. No complications or further complications were reported. It was not clear when the event occurred. [Refer to manufacturer report # 3004209178-2017-06420 for details pertaining to the reportable related event.]